Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: esbf2814c103e, serial/lot #: (B)(6), ubd: 22-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported approx. 3 months post index procedure, the patient experienced left leg pain. A CT scan revealed that the endurant stent graft limb (etlw1613c124e) was found to be occluded, although no abnormalities were found in the limb itself. 1 day post follow up, intervention was performed. The physician initiated a cutdown on the left side and used percutaneous access on the right. A non mdt (14mm) balloon was placed up the right side, and a non mdt over- the-wire was used to remove the clot. After several passes, a reliant balloon was used to extract the remaining clot from the endurant limb. An angiogram was conducted, revealing a small amount of clot in the main body portion of the graft. To address this, an endurant cuff (etcf3232c49e) was placed in the main body to trap the clot, and a endurant stent graft limb (etlw1610c156e) was extended down the external iliac artery since the hypogastric artery was occluded. After ballooning the limb, a non mdt extension was added. The final angiogram revealed the left renal artery had a stenosis vs. Small piece of clot in the origin, it was confirmed that the endurant cuff did not cause the renal artery stenosis/clot. A non-mdt 7x19 stent was placed. The final angiogram showed no remaining clot and the patient is doing well. Per the physician the cause of the limb occlusion was anatomy related suspected to be due to stenosis in the proximal left external iliac artery, causing poor outflow, leading to the limb occlusion. No additional clinical sequelae were reported, and the patient is fine.